Manufacturer narrative:
.

Event description:
It was reported that the upper and lower walking beams and lower pivots on a powered wheelchair were bent and caused the front caster to raise. When the user would lean forward, he would fall out of the chair. There was no report of user injury or medical intervention.